Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient never experienced therapeutic effect. She felt stimulation in her legs and not in her back. The device covered her leg pain but not back. Her device was reprogrammed once. Her healthcare professional said that her leads had "fallen" but was also told they were fine. She was at home in good condition. The patient programmer's screen was frozen on "medtronic". She was not able to adjust stimulation. She removed one of the batteries, left out for a few seconds and reinserted. That action resolved the issue. She had programming adjustments but the stimulation was not going to reach the area the patient needs due to device placement. She has fallen three times and was in pain. She experienced no stimulation sensation in her back and her legs hurt all the time. She could not walk or stand for more than 25 minutes. With one of the falls she shattered her wrist. Instead of receiving a "tingling" she received a "jumping" and was at 200. She could not go past that or the jumping became so bad she could not hold the remote. The "jumping" was in the right leg and left arm. The health care provider confirmed that the leads were repositioned on (B)(6) 2010. They were pulled more cranially and she has a follow up appointment on (B)(6) 2010.